Event description:
Reference number (B)(4). Event occurred in egypt it was reported that patient faced infusion set fell off due to tape not sticking on 27-june-2024. Site of insertion was thigh. Infusion set was in use for three days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.